Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the insulin pump alarm and request to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 54 or pump error 3 alarms during testing however, pump error 54 alarm line number 1421 file number 32122 and pump error 3 alarm are found in the formatted history file due to a software error.